Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Implanter believes that the device being too large for the patient's anatomy and due to high compression level caused the event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer amulet delivery sheath. The device was partially recaptured once during implant. The device was sized using computed tomography (CT) scan and transesophageal echocardiography (tee) screening. The maximum measurement of the defect on CT scan was 30mm, and the measurement on tee was 27mm. A few hours post procedure, it was confirmed by transthoracic echocardiogram (tte) that the device had embolized and was positioned at the roof of the left atrium. The patient was asymptomatic at the time. The patient was returned to the cath lab, and the device was recaptured and removed percutaneously using a mitraclip g4 steerable guide catheter and a raptor grasping device (steris endo). The procedure was successful, and a 31mm amplatzer amulet left atrial appendage occluder was chosen as a replacement device using another 14f amplatzer amulet delivery sheath. The replacement device was successfully implanted, and all criteria's of lobe compressions, 2 tug tests, and orientation of the device within the circumflex artery and ridge were successfully completed. The patient remained hemodynamically stable throughout the procedure and did not experience any clinical signs or symptoms during this event. The patient status was reported as stable, and the patient was discharged on (B)(6) 2023. The cause of the embolization was believed to be due to the size of the device being too large for the patient's anatomy and due to high compression level required, which was believed to have lead to dislodgement of the device.